Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test, displayed "paddle fault" and "cable fault" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.